Event description:
It was reported that the patient underwent an unrelated procedure, and a magnet was placed over the patient's ICD while cautery was used however, the patient received an appropriate shock. Device interrogation was performed, and it was noted that the magnet had fallen/moved during the procedure. There were no health consequences to the patient.